Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# -(B)(6) implanted: -(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative. It was reported that the previously reported volume discrepancies occurred on 2020-(B)(6) and at "his refill in may of 2020." The actual reservoir volume was "about 3 ml more than what was expected." The programmed and filled volumes at each refill was 40ml. The cause of the volume discrepancies was unknown. The patient's weight was unknown. The patient was going to be monitored, and the drug was going to be tested at the patient's next refill to make sure that the patient wasn't tampering with the medication. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported a volume discrepancy occurred (B)(6) 2020. The expected amount of drug in the reservoir was 0.3 ml and the actual amount aspirated from the pump at the refill was 3 ml. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The doctor planned on scheduling the patient to come in for a catheter dye study within the next couple weeks. The issue was unresolved. The patient's status was provided as alive - no injury. Additional information was received from the hcp on (B)(6) 2020 it was reported that a dye study was performed with normal results, no leaks, and appropriate myelogram. The volume filled prior to the visit of the volume discrepancy was 40ml. The volume programmed at the refill prior to the visit of the volume discrepancy was 40ml. The cause of the volume discrepancy was not determined. They plan to note the expected volume and volume removed at the next refill, they are monitoring. The issue was not resolved at the time of the report and they will continue to monitor. There were no further complications reported/anticipated. On (B)(6) 2020, additional information was received from the manufacturer representative (rep). They stated the patient has had a few refill volume discrepancies of estimated reservoir volume (erv) less than actual reservoir volume (arv). The pump logs showed no alarms. A catheter access port (cap) dye study and magnetic resonance imaging (MRI) was negative. The rep stated there was no mention of granuloma. The drugs in the pump were clonidine, dilaudid and bupivacaine.